Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion located in the proximal common femoral artery that was non-calcified. A hole in the armada 35 10mm/40mm on 80cm balloon was noticed after one inflation at nominal pressure; loss of gauge pressure was noted and escaping of contrast medium from the balloon. The device was removed and a new same size armada balloon dilatation catheter was used to complete the procedure. The device was prepped according to the instructions for use and there were no issues noted during preparation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.